Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the power supply was detected to have an out of range voltage when the reported issue occurred. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, an "error 134" and generator not ready status was displayed in the imaging system. It was reported that after resetting the error and rebooting the system, the issue would intermittently occur. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.